Manufacturer narrative:
Boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory. A defibrillation threshold test was performed with successful termination of the induced arrhythmia following shock delivery. The recorded post-shock impedance measurement was 71 ohms. There were no complications and no further intervention was required.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that defibrillation threshold testing was successful at terminating the induced arrhythmia at 65 joules associated with a shock impedance of 64 ohms at the time of the implant procedure. The patient received appropriate shock therapy this weekend. The spontaneous ventricular tachycardia (vt) redeveloped and then spontaneous terminated. The shock impedance following therapy delivery was 101 ohms. Chest x-rays were obtained which appears to show the device in a more posterior position. The local representative asked why the impedance had changed, if the patient should undergo defibrillation threshold testing and if the electrode needs to be repositioned. The technical service consultant discussed the ide trial and that 73 ohms was the average shock impedance. Fat under the coil will significantly increase the shocking impedance. Device placement (anterior versus midline versus posterior) did not seem to affect shocking lead impedance. The technical service's consultant discussed the possibility that the system placement may have changed from supine to standing position. The technical service's consulted suggested that the physician may want to consider pa and lateral x-rays to determine device and electrode location. If the electrode is superficially located, the physician may want to reposition the electrode followed by defibrillation threshold testing. The local representative was planning to discuss further with the physician.